Event description:
A spinal cord stimulator trial screening device was implanted in 2002. When the pt and spouse left the hosp they stopped to pick up an antibiotic prescription. As they walked into the store, the pt stopped to turn off the unit. Upon touching the unit, the pt felt a paralyzing shock and was not able to speak. The pt fell on the left knee and shoulder. The pt's spouse pulled the leads out of the screening device to stop the electrical shock. The pt returned to the hosp emergency room. The pt experienced three more incidents of surge. The health care provider removed the lead after three days. Health care provider reports no problem with the lead. The lead was in place and not damaged.